Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a detached luer lock adaptor was confirmed and appears to be manufacturing related. Three photographs were provided for investigation. Two of the photos appeared to show a non-complainant sample which included the statlock stabilization device, an arterial extension set with a three-way stopcock, and the packaging. No damage was seen at the connections between the male luer-lock adaptor, the tubing sleeve, or the extension tubing; however, the connection was highlighted in the photograph and had a red arrow pointing to it. The third photograph showed a different arterial extension set. This extension set appeared used as residual material was present throughout the sample. The male luer lock adapter had completely separated from the tubing sleeve. The proximal end of the tubing sleeve appeared straight and no tubing appeared to be present within the male luer-lock adapter. This indicated that the adhesive joint between the components failed and the tubing sleeve likely dislodged from the luer adaptor. Bd is working closely with manufacturing to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by customer that a-line disconnected and catheter was still in artery, causing open flow of blood. Rn was in room at time of disconnected and catheter was quickly removed and pressure was applied. The event did not result in a delay in treatment. Additional information from customer response on 07-05-2023: the event did not involve an urgent or life threatening medical situation.

Event description:
It was reported by customer that a-line disconnected and catheter was still in artery, causing open flow of blood. Rn was in room at time of disconnected and catheter was quickly removed and pressure was applied. The event did not result in a delay in treatment. Additional information from customer response on 07-05-2023 : the event did not involve an urgent or life threatening medical situation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by customer that a-line disconnected and catheter was still in artery, causing open flow of blood. Rn was in room at time of disconnected and catheter was quickly removed and pressure was applied. The event did not result in a delay in treatment. Additional information from customer response on 07-05-2023 the event did not involve an urgent or life threatening medical situation.